Event description:
The customer reported elevated troponin I (accutni) results, above the normal reference interval, for five patients, involving access 2 immunoassay system. Subsequent testing on another access 2 system produced results within the normal reference interval. Four erroneous results were released out of the laboratory. Amended reports were issued. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse replaced the aspirate probes and peristaltic pump tubing. The fse performed routine system check which passed within specifications. The fse performed quality control (qc) and low and high level precision tests. All results were within specifications. The unit conformed to the manufacturer's performance specifications. The customer has a standard protocol to repeat all troponin I results that are above 0.19 ng/ml.